Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant devices reported:

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the depth gauge was found broken in the sterile processing department. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: visual. Visual investigation: the depth gauge for 2.0mm and 2.4mm screws (product code: 319.006, lot number: 6592612) was received at us cq for investigation. Visual inspection of the received device indicated that the needle component was broken off and the protection sleeve was missing. The broken needle component was not returned for investigation. No other issues were identified on the device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to the post-manufacturing damage and the definitive finding of a missing component. Document/specification review: the current and manufactured revisions were reviewed. Complaint confirmed? Yes, the device received was broken and missing components. Conclusion: the overall complaint was confirmed for the depth gauge for 2.0mm and 2.4mm screws as the device was missing the protection sleeve and the needle component was broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part #: 319.006. Synthes lot number: 6592612. Manufacturing site: synthes jennersville. Release to warehouse date: feb 14, 2011. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.